Manufacturer narrative:
The patient¿s weight was (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient began unspecified treatment for the peritonitis (dose, frequency, and route was not reported). At the time of this report, the peritonitis was not resolved, the patient was not recovered, and dianeal therapy was ongoing. No additional information is available.